Event description:
It was reported that the patient was scheduled for an explant on (B)(6) 2012 due to the pain at the implant site and weight loss. The stim didn't help the patient to get pain relief. Additional report will be submitted if there is new information.

Manufacturer narrative:
Product ID, 3998 lot# v163064, implanted: 2009 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37083-40 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 37083-40 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).